Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the plunger stopper on the bd luer-lok¿ tip syringe was found damaged before use with "cut out slits". This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported three needles had rough sides so she didnt use them and three syringes had "cut out slits" on the rubber plunger."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger stopper on the bd luer-lok¿ tip syringe was found damaged before use with "cut out slits". This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported three needles had rough sides so she didnt use them and three syringes had "cut out slits" on the rubber plunger."